Event description:
Literature: peerdeman sm, de groot v, feller re. In situ treatment of an infected intrathecal baclofen pump implant with gentamicin-impregnated collagen fleece. J neurosurg. Jun 2010;112(6):1308-1310. Summary: the authors present a case of a pt in whom the antibiotic treatment failed and an operative technique was performed to salvage the pump, with repeated operative wrapping with gentamicin-impregnated collagen sponges. Reportable event: a (B)(6) male had a history of traumatic spinal cord injury for 20 years. He underwent implantation of a pump for intrathecal baclofen infusion in 1989. In 1991, he suffered a severe hypertensive crisis due to catheter dysfunction. Later that same year, a new pump was implanted because of the end of battery life. During this episode, baclofen administration was temporarily diminished and the pt again experienced difficulties in normal ventilation and a hypertensive crisis. Second and third replacements for end of battery life (in 1996 and 2000) were uneventful. The fourth replacement took place in (B)(6) 2006. As in the previous surgical procedures, prophylactic intravenous antibiotic therapy was routinely administered perioperatively. This surgical procedure was uneventful, but 2 weeks postoperatively a wound infection developed. Cultures revealed staphylococcus aureus, and the pt was treated with local wound debridement and oral antibiotic therapy. Six weeks later, another infection with s. Aureus developed. This time the pt was treated with intravenous antibiotic therapy for 2 months. Again, 6 wks after antibiotic withdrawal, the infection recurred. Since removal of the pump and withdrawal of intrathecal baclofen could create severe problems, it was decided to perform an operative procedure for implant-related infections with gentamicin-impregnated collagen sheets. During the first of 2 operations, the subcutaneous pocket was thoroughly cleaned using a high-pressure saline syringe. Cultures were taken from the pocket and surface of the pump. The pump was wrapped in 2 gentamicin-impregnated collagen sheets (10-8 cm, 320 mg collagen, 116 mg gentamicin sulfate and 350 mg gentamicin crobefat using a sandwich technique and replaced in the pocket. The cultures again revealed s. Aureus. A second operation was undertaken 6 wks later. The same procedure was performed-cleaning the pocket, taking cultures, and sandwiching the pump with gentamicin-impregnated collagen fleece. This time the cultures were negative. The use of the gentamicin sheets created a subcutaneous seroma, which disappeared gradually in the weeks following the operation. As of 12 months after the last procedure, no relapse of the infection has occurred.

Manufacturer narrative:
(B)(4). Add'l info has been requested.